Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, the sheath dissected the patient's ostium. The physician noted that the patient had abnormal anatomy. The procedure was abandoned. The sheath was discarded. A post-procedure echo revealed effusion. No further treatment was needed at the time and the patient was stable and will follow up once healed.